Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photo(s) noted: the clear and blue insulation are damaged. All pieces appear to be still attached. The electrode appears to have been well used. Without receiving the device, a detail investigation could not be performed for the reported complaint. It was reported that the device¿s plastic coating was cracked and separated from the liner. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a spine procedure, the device¿s clear blue plastic coating was cracked and separated from the liner. Replaced the electrode. Nothing fell on patient's cavity. There was no patient injury.